Manufacturer narrative:
Concomitant products: product ID 37761, serial# (B)(4), product type recharger; product ID 97712, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 37751, serial # (B)(4), product type recharger; product ID 37751, serial # (B)(4), product type recharger; product ID 97712, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The consumer and manufacturer's representative reported the patient¿s implantable neurostimulator recharger (insr) will not charge. It was reported they were sent a new desktop charger but this was not the issue. It was reported the patient programmer and implantable neurostimulator recharger (insr) were not showing anything on the screen and they were having issues with coupling bars. It was reported ¿the whole system is not working¿ and that ¿everything is plain dead¿. It was noted the patient was unable to adjust stimulation. It was noted the patient had problems with their patient programmer the night prior to report. It was noted that the patient had turned the stimulation down for the night but their feet started to bother them so they tried to turn up their stimulation but the screen on their patient programmer went blank. It was noted that during the call the patient programmer displayed a warning screen to sync their patient programmer and then the information screen displayed the implantable neurostimulator (ins) had a low battery. It was noted the patient usually charges every 10 days ¿ 2 weeks and their last recharging session was 10 days prior to report. It was further reported the patient¿s insr was not charging. It was reported the patient had been trying to charge their insr over the weekend but they felt like it was ¿going down fast¿ and noticed on the day of report the insr screen was blank and they were unable to use it. It was reported that during the call the connector pin ¿just came out¿ and part of it was still plugged in but the cover for it and ¿everything inside it¿ looks broken off. It was reported that two weeks prior to report the patient noticed the coupling boxes were ¿not staying¿, that they could get 8, then down to 2, then back up to 6 and then nothing. It was noted the patient¿s nurse told them ¿not to worry about those boxes¿. It was reported the patient does not move around during recharging and uses their recharger belt. Additional information received reported the patient received a desktop charger on the day of report but needed the ¿other piece, the insr part¿. Additional information received reported the patient received assistance from their health care provider (hcp) or manufacturer representative and no longer has concerns with their device. It was noted the patient is doing quite well and is getting used to their device. Additional information received reported the connector pin was broken.